Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hurt the inside of cheek [mouth injury]. Small metal wire came out of the head of the brush attachment and hurt the inside of cheek [injury associated with device]. Small metal wire came out of the head of the brush attachment / round head with the cleaning fibers fell out [device breakage]. Case description: a (B)(6) old consumer of unspecified gender reported that the last time that he or she brushed his or her teeth with an oral-b rechargeable toothbrush, version unknown, a small metal wire came out of the oral-b brushhead, version unknown and he or she hurt the inside of his or her cheek with it. Additionally, he or she described that the round head with the cleaning fibers fell out, and he or she asserted that he or she could have swallowed it and choked. The case outcome was unknown. No further information was provided.